Event description:
It was reported that a clearlink system - non-dehp solution set leaked at the y-site. The issue was identified during intravenous chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to h6: type of investigation: replace b17 with b18. Correction made to h10: the device was discarded (previously submitted as not returned) and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.